Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A57118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and endometriosis. Concomitant products included desvenlafaxine and estropipate. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), rash ("rashes or skin conditions type: rash"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight loss"), ovarian cyst ("cyst on ovary"), alopecia ("hair loss"), perineal pain ("pain buttocks area between vagina and anus"), abdominal pain upper ("stomach cramp") and complication of device removal ("complications from your essure removal procedure: yes"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils./hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, abdominal pain upper and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, complication of device removal, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, perineal pain, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs and medical record received: lot number, patient details, other relevant history, product information and events- abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti, rashes or skin conditions type: rash, dyspareunia (painful sexual intercourse, weight loss, cyst on ovary, hair loss,perineal pain , stomach cramp ,complication of device removal were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A57118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and endometriosis. Concomitant products included desvenlafaxine and estropipate. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), rash ("rashes or skin conditions type: rash"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight loss"), ovarian cyst ("cyst on ovary"), alopecia ("hair loss"), perineal pain ("pain buttocks area between vagina and anus"), abdominal pain upper ("stomach cramp") and complication of device removal ("complications from your essure removal procedure: yes"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, abdominal pain upper and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, complication of device removal, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, perineal pain, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.